Event description:
The complainant reported that aic error message: purge disc not detected. The complainant was able to successfully exchange for a new console. No patient harm or injury noted.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the issue could not be determined since issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.